Event description:
A lesion in the circumflex coronary artery was pre-dilated with a 2.5mm by 16mm balloon, then a 4.0mm diameter by 18mm length s7 stent delivery system was inserted into the artery. It was not possible for the stent to cross the target lesion, therefore, the stent delivery system was removed. The ptca balloon was re-inserted to pre-dilate the lesion site a second time. The s7 stent was then re-inserted however, it still was unable to cross the target lesion. Upon removal of the stent delivery system, the stent dislodged in the left main artery. A ptca balloon was inserted through the stent and inflated to move the stent back to the guide catheter. As the guide catheter and ptca balloon were pulled back to the femoral sheath, the stent fell off the ptca balloon into the iliac artery. The stent remains in the patient's arterial vasculature. There was no additional clinical sequelae reported related to the event.